Event description:
On 12/18/96, the MFR sales representative was present at the facility for the implant of an implantable infusion dcevice. In the or, the facility nurse tried to give the surgical technician four MFR device needles for the priming procedure; however, she could not open the packages. The facility nurse was unable to open the "peal pack." As a result, the MFR representative took the extra time to carefully open the needle packs and "flip them on the table." The MFR sales representative reported that none of the packages opened with any consistency. The device packages were discarded after use and will not be returned to the MFR for evaluation.